Event description:
It was reported that the insulin pump alarmed compromised force sensor system during prime and customer is unable to exit the prime menu. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protrude drive support disk. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.